Event description:
According to the reporter, while the device was being applied to the stomach on a laparoscopic gastroplasty procedure on (B)(6) 2015, the stapler was unable to fire and there was a component broke. It was loaded in the stapler, but it did not respond to the device commands. They replaced the product to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information, the blade and the clips were not progressive.

Manufacturer narrative:
This report 9612501-2017-06322 was sent in error as a duplicate for MFR report number: 2647580-2018-05559, any additional information received in the future will be captured and submitted under the report number 2647580-2018-05559. If information is provided in the future, a supplemental report will be issued.